Event description:
On (B)(6) 2013, this patient underwent prophylactic generator revision. Pre-operative diagnostics indicated high impedance. When the physician explanted the generator, he noticed that even though the lead pin was secure when he pushed and pulled on it, it did not seem to be fully inserted. He loosened the set screw and was able to push the lead pin in a bit farther in the 102 header. The set screw was tightened, and system diagnostics on the 102 now indicated normal results. The physician continued with prophylactic generator replacement. The new device was programmed to pre-operative settings. Product return is not possible as the facility does not return explanted product to the manufacturer.

Event description:
On (B)(6) 2012, it was reported that this vns patient's device indicated high impedance. The high impedance was first seen on (B)(6) 2012. If x-rays were taken, the physician would not release them for the manufacturer to review. To the physician's knowledge, no patient manipulation or trauma preceded the high impedance. A blc performed on (B)(6) 2012 indicated 2.61 years to neos. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, additional information regarding product information was received.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the suspect patient was the operator of the device; however, this should be health professional. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury